Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During the procedure, the technician reported that the device was inflated correctly; however, the balloon malfunctioned and popped while being used. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Manufacturer narrative:
Block e1: this event was reported by a supply chain operator at imat receiving services. The healthcare facility where the event and procedure occurred is: (B)(6). Block h2 (additional information): block a2 (age at time of event), block a3b (gender), block b5 (describe event or problem), block e1 (initial reporter email), block e4 (initial reporter also sent to FDA), block g2 (report source), block h10 (related report number) have been updated based on the additional information from a duplicate complaint received on march 24, 2026. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During the procedure, the technician reported that the device was inflated correctly; however, the balloon malfunctioned and popped while being used. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. Additional information: it was reported that no piece of the balloon detached inside the patient and the procedure was successfully completed with another of the same device.